Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated his brother found his passed out on the couch and called the paramedics. He indicated that the cgm was displaying 120 mg/dl, compared to the bg meter reading 40 mg/dl. When the paramedics arrived, they provided the patient with a glucose pill to raise his glucose levels. At the time of contact the patient was in stable condition. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.